Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter. Results as follows: date: (B)(6)2011, inratio: 1.0, lab: 2.3. Time between testing was 1 hour. Last dose of coumadin was the day before.